Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via the company representative on 2019-jun-11. Regarding if a kink, break, leak, migration, etc. Occurred, it was noted that a catheter issue was not confirmed. The catheter was tied off in the pocket (previously reported as completely explanted. The physician was unable to determine the cause of the catheter not working. The pump was noted as having administered the following medications: hydromorphone (concentration 30 mg/ml, dose rate 9.1 mg/day), bupivacaine (concentration 16 mg/ml at a dose rate of 4.8 mg/day), and baclofen (concentration 500 mcg/ml at a dose rate of 151.8 mcg/day). Drug lot numbers were not available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-sep-2001, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and other chronic / intractable pain (trunk/limbs). It was reported that the catheter was not working. The implanted catheter was not giving the patient relief. The level implanted was unknown. It was indicated that the labeling was followed throughout the implant procedure. The event occurred during normal use. The date of the event was unknown. The preoperative diagnosis for the procedure was unknown. There was no delay in overall procedure time. No in-patient hospitalization or prolongation of existing hospitalization was necessary. No additional surgery or treatment was performed as a result of the event. No CT scans, x-rays or other images were available. The complete catheter was explanted and replaced. The catheter was discarded by the healthcare provider. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.